Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient died in a car accident. The patient's implantable cardioverter defibrillator (ICD) was returned to the patient's physician who requested an interrogation of the device. During interrogation it was found that the device had experienced a power on reset (por). The cause of the car accident as well as the date and timing of the por in relation to the patient's death is unknown and no further details are available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary:the device was returned and analyzed. Analysis of the device memory indicated a power on reset occurred and analysis of the device revealed normal battery depletion.